Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 129436 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 195-000 / lot 129436 and device part number 195-430h / lot 128113a were reviewed. This lot met the required release specifications. A review of the complaints reported as conflicting results (confirmed and unconfirmed, conflicting results) related to kit lot 129436 showed that the complaint rates are (B)(4) for both. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported conflicting results with the binaxnow covid-19 ag test. The customer reported a positive result, first interpreted as invalid, with the binaxnow covid-19 ag test performed (B)(6) 2020. The kitted nasal swab was rotated five times inside the most congested nostril. Immediately following, six drops of extraction reagent were added to the test card. Then, the swab was inserted into the bottom of the test card and pushed up and rotated three (3) times clockwise. Fifteen minutes later, a faint pink on the bottom line was present, a positive result. Repeat testing with the binaxnow covid-19 ag test generated negative results. Confirmation testing was not performed. The customer confirmed there was no death or serious injury based on binaxnow covid-19 ag result. The patient was asymptomatic, aside from a runny/congested nose, at the time of testing. Per binax now covid-19 ag card product insert : positive results indicate the presence of viral antigens. Inadequate or inappropriate sample collection, storage, and transport may yield false test results. Changing of gloves between handling of specimens suspected of covid-19 to prevent contamination. Per binax now covid-19 ag card product insert: negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.